Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during a coronary angiogram on a patient from femoral access. The angio-seal device was deployed without any noticeable issue by physician. The patient began to bleed immediately after deployment, pressure was held by the physician and a femostop was placed. The patient was in stable condition and there were no complications. Additional information was received on 02july2020: a 6fr. Sheath was used. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. Pre deployment angiogram was performed.